Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had high thresholds and was undersensing the r waves in multiple different positions. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.